Event description:
The following event was reported to implantcast gmbh: "broken while unscrewing a screw (probably material fatigue)." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. The surgery could still be finished with the affected product. It is further known that the screwdriver was used during a revision of a distal femur.

Manufacturer narrative:
According to the description of the event, the tip of a screwdriver broke off during use. The product in question was provided for an optical examination. The described error pattern can be confirmed: the tip of the screwdriver broke off. The fracture occurred diagonally. The broken off part was not provided. It is assumed that this part was discarded by the user. It is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. The surgery could still be finished with the affected product. It is further known that the screwdriver was used during a revision of a distal femur. The manufacturing documents and the material certificates of the screwdriver were checked. These did not reveal any errors. The surgical technique and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the screwdriver could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the screwdriver. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. Based on the assumption of the user, the issue occurred due to a material fatigue. However, this can also neither be confirmed nor denied. The screwdriver was manufactured in september 2020 and is therefore in use for almost 5 years. This event was assigned to the error pattern "break of the instrument" in the associated risk management.